Event description:
Customer reports a pna and unspecified organism of bacteria in lungs with md intervention requiring a jacket to compress lungs, surgery on lungs to remove bacteria, antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation